Event description:
It was reported that the healthcare professional (hcp) requested to review the atrial tachycardia response (atr). It was confirmed intermittent far-field oversensing on the right atrial (ra) channel, and some signals were falling into the device-programmed blanking zone. Reprogramming options were discussed and recommended. Currently, this pacemaker remains in service and no adverse patient effects were reported.